Manufacturer narrative:
Intuitive surgical, inc. (Isi) has performed additional evaluation on the returned vessel sealer instrument. Review of the instrument's digital processor log found that towards the end of use of the instrument, there was a significant increase in the duration of the sealing attempts made by the surgeon, indicating that an issue with the sealing performance of the instrument occurred. The instrument passed grip force and electrode testing. The instrument's grip force, pitch, yaw measurements and electrode gap measurements were found to be within specifications. Based on the digital processor log findings it has been confirmed that the there was a sealing performance issue with the vessel sealer instrument. It is indeterminable as to what caused or contributed to the sealing issue experienced by the surgeon; however, there are a multitude of factors that contribute to the success of a seal including clinical conditions (such as tissue texture and the size of tissue bundles) that can impact the sealing performance of the vessel sealer instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist vessel sealer instrument involved with this complaint. Failure analysis investigation was unable to confirm the customer reported complaint that the instrument would not seal. The instrument was installed on an in-house is4000 system and passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and successfully passed a cut test and electrical continuity testing passed. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection procedure, during the sealing cycle of the endowrist vessel sealer instrument, it was observed that the patient's tissue was not sealed. There was no patient harm; however, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the endowrist vessel sealer instrument stopped working while installed on universal slave manipulator (usm) arm 3. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer, the site reseated all of the cables and installed a replacement endowrist vessel sealer instrument; however, the issue persisted. The site then removed the replacement endowrist vessel sealer instrument and installed it on usm 4 and the issue was resolved. The planned surgical procedure was completed and there was no patient harm. On 10/14/2015 isi contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr he was present during the surgical procedure. The first endowrist vessel sealer instrument was installed on usm 3 and had been in use approximately 2 hours when it observed that the patient's tissue was not being sealed. The surgeon was attempting to seal omentum around the patient's colon. The csr indicated that the audible beeps were heard during the sealing cycle and after completion of the sealing cycle, it was noted that there was no tissue affect. There were no error codes or error messages observed when the reported issue occurred. The site removed and re-installed the instrument; however, the issue persisted. The instrument was then installed on usm 4; however, the issue recurred. A replacement vessel sealer instrument was installed on usm 4 and there were no issues noted. There were no error codes or error messages observed when the reported issue occurred.